Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing discomfort in the neck at the electrode site. The physician could feel something hard underneath the surface of the skin where the lead is located. Lead impedance was reported to be good. The patient underwent prophylactic battery replacement, during the battery revision, the physician opened up the neck to address the discomfort and stated that the anchor was sticking up and pressing into the patient's skin, so the surgeon removed an anchor at that particular site and did not do any further lead manipulation or add any extra anchor/tie downs. No other relevant information has been received to date.